Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient presented with atrial lead, that was exhibiting oversensing noise. And right ventricular lead, that was exhibiting elevated threshold. The leads were explanted. And new leads were implanted. The patient was in stable condition.